Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed one episode of noise on the ventricular rate/sense channel which was oversensed. Pacing was inhibited, however there was an underlying rhythm. The pacing parameters were acceptable.